Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a bilateral neck dissection, resection of a tongue tumor and reconstruction. The patient experienced a post-operative bleed 30 hours following the procedure. She was brought back to the operating room where the surgeon evacuated a hematoma from the right strap muscle region. The patient suffered a cardiac arrest and irreversible hypoxic brain injury, subsequently passing away on (B)(6) 2016. During the original procedure, the blood pressure had been raised along with a valsva procedure to test for bleeding and anastomotic leaks. It is unknown if a clip had dislodged. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving a premium surgiclip iii 9.0 subject to patient event reports captured under the following files: (B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by postoperative bleeding. The patient had bleed at 10 pm friday from a hematoma from the right strap muscle region. The patient suffered a heart attack and irreversible hypoxic brain injury and died. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.